Event description:
Device module stopped functioning. Once that is inoperable, the whole machine ceases to function; will not aspirate. Svc tech reached by phone. In 20 mins tech determined that suction pinch bar was impaired. The machine was returned to MFR and immediately replaced. Extent of the permanent damage to the pt's eye has not yet been determined by the surgeon. This is the first incident of this severity to have taken place in hosp since the smda was implemented. (Also see 1001250 and 1001251.)